Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that on sunday they felt a pulsating sensation in their thigh area when they approached a large piece of machinery at their job that contained a large magnet. Patient said the sensation lasted about 30-45 seconds and then went away. Patient described the pulsating as the feeling the same as their stim with they increase the amplitude. Patient mentioned that they have an appointment with their managing healthcare provider(hcp), tomorrow at 8: 40am. Agent reviewed guidelines for compatibility of ins with emi and suggested patient plan to still go to their hcp appt tomorrow.